Manufacturer narrative:
Continuation of d11: product ID: a710, serial# unknown, product type: software; product ID: 8880t2, serial# unknown, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause has been put down to a fault with the tablet so the manufacture representative requested a new one which they were currently using.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting the reason for the ins repositioning was due to the position of the ins was causing discomfort.

Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep had an issue with the clinician tablet. The rep was in theatre the morning of (B)(6) 2020 and had a number of issues. The tablet showed a number of errors including the restart error twice, and the rep had to restart twice throughout the case. It was noted that the rep recently upgraded the tablet software and also did a communicator upgrade, so the rep wondered if that was the issue. On (B)(6) 2020, the rep also had issues with their communicator losing its connection with the device, so they had to bag the communicator and place it over the ins in the sterile field. The rep wondered if that was because they hadn't updated the communicator which they did on (B)(6) 2020. Photographs of two error messages were provided: one stating that the posture logs read failed, and that the data report would not be shown, and the other was a system error with code 0x16382350. Additional information was received from the rep. The rep wondered if the recent software update had anything to do with it as the tablet was on android version 7.0 now. The rep also updated all their applications and updated the communicator which were the only changes that they made since the tablet was last used. The messages popped up during normal use. The ins was being repositioned, so it was still in the patient. The rep had interrogated before the operation started, and as normal the tablet beeped as it was on the table out of range, but then the message came up randomly. It happened twice then would not reconnect so they had to take the ins out of the pocket to lie the communicator on top of it to reconnect. Software logs were provided. It was noted that the rep was a little concerned about the reliability of the tablet. The logs showed the same issue which was related to the android operating system. Additional information was received from the rep. It was reported that the rep switched the tablet off when they were not using it so it had been switched off before the event and since then. The rep thought it had to do with the operating system update they did, and requested to replace the tablet. No symptoms were reported, and no further complications were anticipated.